Event description:
The manufacturer received information alleging a ventilator's "screen got blank, alarmed and was not operating". The patient was taken to the hospital where they received a replacement device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted an initial only report for an allegation of a ventilator's "screen got blank, alarmed and was not operating" and the patient was taken to the hospital where they received a replacement device. There was no harm or injury reported. Section h.1 was entered as "malfunction" but should have had "serious injury" selected due to the report of the patient being taken to the hospital.

Manufacturer narrative:
The manufacturer previously submitted an initial only report for an allegation of a ventilator's "screen got blank, alarmed and was not operating" and the patient was taken to the hospital where they received a replacement device. There was no harm or injury reported. The device was returned to the manufacturer's product investigation laboratory for investigation. Received the trilogy system board with daughter board for investigation with following 2 types of errors had been recorded as the "ventilator inoperative" alarms: e-125 indicates that there were reboots repeatedly. E-021 indicates communication failure inside the device so the system pca and sd card were replaced. Also, e-301 indicating an sd card failure had been recorded in the log, the sd card was electrically destroyed (melted). (It was impossible to remove the sd card from the system pca, so the sd card will be returned to the pil along with the system pca.)